Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 300-014 gw, short taper device; returned coiled, loose, and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents bends/kinks of varying severity and frequency scattered over the length of the device, including kinks at 3.30 cm and 83.7 cm from the distal tip. The most severe damage is located in the distal 177 cm of the device. The kink located 83.7 cm from the distal tip presents scraped ptfe coating. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. The device instructions for use under the precaution section states, "do not torque, advance or withdraw the guidewire if significant resistance is felt." Based on the information provided, clinical and procedural factors appear to have impacted on the event as reported. If any further relevant information is received, a follow-up medwatch report will be submitted.

Event description:
The jetstream catheter would not advance over the thruway wire, and then they proceeded, and got stuck. So they pulled everything out, put a new wire down and a new catheter, and everything was fine. The event happened during the procedure and inside the patient's body. No complications, patient is fine.